Event description:
On (B)(6) 2011, patient's mother reported her son had to rush home because, his blood glucose was 500 mg/dl. Patient's normal blood glucose range is 70-140 mg/dl. Mother stated, patient took the infusion set off and the infusion set cannula was bent. Mother reported, he then changed the infusion set. Mother reported, the patient did not receive any error messages. Mother stated, the infusion set cannula was leaking because, it was bent. Advised to have the patient discontinue use of the infusion sets. On follow up call, patient reported, the bent infusion set cannula caused a leak when he bolused. Patient stated, he noticed the leak because, his shirt got wet. Patient wears the infusion device in his pocket below the infusion site. Advised patient to discontinue use of the infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.